Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the burn damage, which was observed a component of the input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, burn damage was identified. There was no patient involvement.